Event description:
It was reported that the patient was in the hospital due to an increase in seizures. It was noted that the patient is pregnant, and also recently underwent vns generator replacement. It is unknown at this time if the seizures are related to the vns. Attempts for additional info have been made; no additional relevant info has been received to date.

Event description:
Per the physician, the increased seizures are below pre-vns baseline, and the seizures are not related to the vns. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, corrected data: initial report inadvertently did not have "not returned to MFR" selected.